Event description:
It was reported that the synchroseal instrument failed to work. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/ confirmed the customer reported complaint "failed to work." Fa found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened properly, but did not close fully. When energy delivery was attempted, the following message was observed "ensure appropriate amount of tissue in jaws. Incomplete seal cycle." Failures were observed during log review. Fa found the secondary failure of dislodged retaining ring to be related to the customer reported complaint. The housing was removed and the instrument was found to have a dislodged retaining ring at the proximal end. The dislodged retaining ring was found to be attached on the magnet of the chassis, rather than on its normal position on the grip tube. This failure likely caused the grip tips not fully closing and failing intuitive motion. The root cause of this failure is attributed to manufacturing. A dislodged washer is observed due to the dislodged retaining ring. Upon visual inspection, all 9 jaw ceramic dots were present at the tip. Advanced failure analysis (afa) confirmed the fa findings. The grip tube retaining ring was found to be dislodged, and was recovered inside the housing attached to the magnet. The dislodged retaining ring results in the non-intuitive motion of the instrument jaws. Additionally, the grip tube washer was found slightly dislodged from its intended location. Logs indicate that the instrument was installed for approximately 10 minutes, but no energy activations were recorded for this instrument in the e-100 logs. There was no indication of a potential sealing issue due to the dislodged grip tube retaining ring. This failure is a workmanship issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the synchroseal instrument (480440-05/ l90210627 0310) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). This complaint is being reported based on the following conclusion: failure analysis findings revealed that the synchroseal instrument had a dislodged instrument grip retaining ring which could result in non-intuitive motion of the instrument jaws. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.